Event description:
The patient reported that the previously working remote monitor, did not power on. Set up was verified and troubleshooting steps were taken, disconnected and reconnected the power cord; which resolved the issue and the monitor powered on. A few seconds later, a manual remote transmission was successfully completed and confirmed per patient management database. The monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.